Event description:
The pt called lifescan and alleged that their meter was reading inaccurately high. They performed two control solution tests, both failed. They visited their physician to test their blood glucose. No treatment was reported from the physician. The test strips were in good condition, codes matches, and the control solution opened less than the discard date. The meter, control solution, and test strips were replaced.